Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer uses open suction and have experienced issues with the function: the suction procedure button is pressed. The respirator is disconnected, ventilation is stopped (the light in the suction procedure button goes out by itself!!!) Suction procedure is performed, the ventilator freezes in screen and the numbers remain the same. The respirator is switched on - ventilation does not occur and the same frozen values are still displayed. Various curves remain flat.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause analysis the most likely scenario is that the user set the device on standby since it didn`t immediately resume ventilation after the finished suctioning maneuver. The user`s intention was probably to restart the ventilation. The device worked as intended and therefore, a user error is the most likely root cause. Correction on site the expiratory membrane was re-positioned and the calibration routine was carried out. In view of the investigation the correction performed has no connection to the assumed root cause. Conclusion: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it hasn`t been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was presumably a user error. There was no patient or user harm hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer uses open suction and have experienced issues with the function: the suction procedure button is pressed. The respirator is disconnected, ventilation is stopped (the light in the suction procedure button goes out by itself!!!) Suction procedure is performed, the ventilator freezes in screen and the numbers remain the same. The respirator is switched on - ventilation does not occur and the same frozen values are still displayed. Various curves remain flat.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer uses open suction and have experienced issues with the function: the suction procedure button is pressed. The respirator is disconnected, ventilation is stopped (the light in the suction procedure button goes out by itself!!!) Suction procedure is performed, the ventilator freezes in screen and the numbers remain the same. The respirator is switched on - ventilation does not occur and the same frozen values are still displayed. Various curves remain flat.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause analysis the most likely scenario is that the user set the device on standby since it didn`t immediately resume ventilation after the finished suctioning maneuver. The user`s intention was probably to restart the ventilation. The device worked as intended and therefore, a user error is the most likely root cause. Correction on site the expiratory membrane was re-positioned and the calibration routine was carried out. In view of the investigation the correction performed has no connection to the assumed root cause. Conclusion: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it hasn`t been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was presumably a user error. There was no patient or user harm